Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the time of creating a intestinal anastomosis after the 1st device was placed in the tissue, the black pusher thumb was pushed and it was repeated several times but it did not move, so the it was replaced. The second one still failed to push and was replaced. After the third the firing is normal. When the common opening was closed a new reload was used however the card gun appeared and the reload was replaced and the opening was closed. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the center bar had retracted in the retainer. The loading unit displayed a full complement of staples and the interlock was engaged with no knife blade damage. Functional testing was precluded due to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The instruction for use (IFU) includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.